Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to surgeon using, when loading clips, it would fall out of the jaws. There was no patient involvement.